Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 540-541 mg/dl. Reportedly, the customer administered a manual injection of insulin and change the cartridge and infusion set to address high bg. The cause of the high bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.